Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the transmitter was not working on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.